Event description:
It was reported that an angio-seal was selected for use to close the right femoral artery. Approximately two hours after angio-seal deployment, the pt was taken to have a CT scan and a retroperitoneal bleed was found, which required surgical intervention. The pt was reported to be in unstable condition following this event and also has since passed way. The pt's death was stated to not be correlated with the angio-seal.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk of situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.